Event description:
It was reported that a vessel closure was attempted with a prostyle device relative to a procedure. Reportedly, an unspecified failure occurred. It is unknown how hemostasis was achieved. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B4: the date of event is estimated as 05/19/2025. D4: lot # is not known as the lot number was not provided. D4: the UDI is not known as the part and lot number were not provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported unspecified failure was confirmed as a device disengagement. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported failure could not be determined. The cause of the subsequent treatment is related to circumstances of the procedure. Factors for disengagement of the device include but are not limited to excessive tension or jerky motion during removal of the plunger. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - model # updated. D4 - catalog # updated. D4 - lot # updated. D4 - UDI number updated.